Event description:
A malfunction was reported on the customer's pump with the error code malf 16. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump with instructions to call back if the issue reoccurs.